Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and there was thermal damage due to the liquid tylenol vial that broke and leaked between the row board/cubie tray and the cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 a1-a4 not detected on bus. The fse inspected the retractor cables and marks were found on drawer 2, prompting its replacement. The fse later found that the drawer 2.2 row board was faulty. The fse replaced the row board and tested using the hardware test application to utility to confirm functionality. Drawer 4 failed after a restart. The fse unplugged and disassembled, revealing significant debris and rubber bands obstructing the cubie contacts. The fse removed the debris and reassembled the drawer to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and there was thermal damage due to the liquid tylenol vial that broke and leaked between the row board/cubie tray and the cubie. There were no adverse events or injuries reported based on this event.